Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometritis ('acute endometritis'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal vaginal bleeding') in a 39-year-old female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor stated it was a bit difficult". The patient's medical history included hyperplasia endometrial on (B)(6) 2018 and overweight. Concurrent conditions included uterine inflammation since (B)(6) 2018, perineal pain since (B)(6) 2018, earache since (B)(6) 2016 and irregular periods since (B)(6) 2012. Concomitant products included phenoxymethylpenicillin potassium (penicillin v potassium) for earache. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge") and migraine ("migraines/headches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure endometrial ablation on (B)(6) 2018 and salpingectomy (bilateral)- (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometritis, menorrhagia, vaginal haemorrhage, abdominal pain, dyspareunia, cystitis, bladder disorder, vaginal discharge, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dyspareunia, endometritis, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal bleeding, bladder infection ,bladder problems, vaginal discharge, weight gain, migraine/ headache. Two segments of fimbriated fallopian tube and three silver tightly coiled to loosely coiled wires. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result- bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding, menorrhagia, abdominal pain. Concerning the injuries reported in this case, the following one was reported via medical records: endometritis. Lot number: 628436 manufacture date: 2008-12 expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infection"), bladder disorder ("bladder problems") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, cystitis, bladder disorder, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), bladder infection ,bladder problems, vaginal discharge, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test-(unspecified) result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), bladder infection ,bladder problems, vaginal discharge, weight gain. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometritis ('acute endometritis'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal vaginal bleeding') in a 39-year-old female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor stated it was a bit difficult". The patient's medical history included hyperplasia endometrial on (B)(6) 2018 and overweight. Concurrent conditions included uterine inflammation since (B)(6) 2018, perineal pain since(B)(6) 2018, earache since (B)(6) 2016 and irregular periods since (B)(6) 2012. Concomitant products included phenoxymethylpenicillin potassium (penicillin v potassium) for earache. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge") and migraine ("migraines/headches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure endometrial ablation on (B)(6) 2018 and salpingectomy (bilateral)- (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometritis, menorrhagia, vaginal haemorrhage, abdominal pain, dyspareunia, cystitis, bladder disorder, vaginal discharge, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dyspareunia, endometritis, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal bleeding, bladder infection ,bladder problems, vaginal discharge, weight gain, migraine/ headache. Two segments of fimbriated fallopian tube and three silver tightly coiled to loosely coiled wires. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result- bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding, menorrhagia, abdominal pain. Concerning the injuries reported in this case, the following one was reported via medical records: endometritis. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received: lot number was added, newly added events- abnormal vaginal bleeding, migraine/ headache was added, onset date of previously reported events ¿ menorrhagia (heavy menstrual bleeding) was added, reporter, consumer demographics, medical history and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.